Event description:
It was reported that at the end of the procedure a 'heat effect' on the underside of the patient's liver was noted. No evidence of injury to bowel or other structures were reported. The surgeon inspected the shaft of the unit and noted a small break in the insulation that the staff did not see before the start of the procedure. The unit was removed from the surgical field and was discarded. It was further reported that the patient was transferred to recovery in stable conditions and no post-operative complications were reported. Further, a replacement was not needed since this happened at the end of the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that at the end of the procedure a 'heat effect' on the underside of the patient's liver was noted. No evidence of injury to bowel or other structures were reported. The surgeon inspected the shaft of the unit and noted a small break in the insulation that the staff did not see before the start of the procedure. The unit was removed from the surgical field and was discarded. It was further reported that the patient was transferred to recovery in stable conditions and no post-operative complications were reported. Further, a replacement was not needed since this happened at the end of the procedure.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Past complaints involving this product and this reported failure have been primarily caused by: use error, improper sterilization and/or normal wear and tear. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.